Manufacturer narrative:
Di not available as product was manufactured on or before sep 23, 2014.

Event description:
It was reported that the patient presented during follow-up in clinic. Upon interrogation of the pacemaker, loss of capture was noted on the atrial lead. The physician capped and replaced the lead on (B)(6) 2022. There was no patient consequences.